Event description:
It was reported that the reservoir of an infusor elastomeric device ruptured during filling. This device was being filled with normal saline and fluorouracil. This event was noted prior to patient use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13b064 was manufactured between february 19, 2013 - february 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled sample was received. Visual inspection of the sample noted a ruptured bladder in a non-footing position. The bladder was microscopically examined. As a result, markings on the exterior surface and an abrasion on the interior surface of the bladder were observed near the rupture line. The reported condition was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.